Event description:
It was reported that approx (B)(6) months post ivc filter implant, the pt presented for a scheduled ivc filter retrieval and imaging demonstrated that a filter arm had detached from the ivc filter and had become endothelialized within the caval wall. In addition, imaging demonstrated that the filter had migrated in a cephalad direction, approx one vertebral body. The filter was removed using a snare without difficulty. The attempt to retrieve the detached filter arm was unsuccessful and it remains implanted. The pt is asymptomatic. Add'l info from voluntary report: pt presented for physician ordered vena cava filter removal. When fluoroing the abdomen it was noticed that one of the legs of the filter had broken off. The filter was removed and the remaining leg was left in place in the ivc wall.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has been returned to the MFR for eval could not be performed. The investigation is currently underway. This event coincides to uf medwatch report (B)(4). Add'l info from voluntary report - (B)(6).